Event description:
It was reported that the procedure performed was to treat a posterior tibial artery. A 3.0x28mm xience prime btk balloon expandable stent was advanced; however, once at the lesion inflation of the device was attempted but failed. It was noted the pressure remained at zero and the stent was not implanted. Once the device was removed a tear was observed on the balloon. No stent implant was used. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported activation failure and the reported material split, cut or torn were able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no report of a leak during preparation for use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure performed was to treat a posterior tibial artery. A 3.0x28mm xience prime btk balloon expandable stent was advanced; however, once at the lesion inflation of the device was attempted but failed. It was noted the pressure remained at zero and the stent was not implanted. Once the device was removed a tear was observed on the balloon. No stent implant was used. There were no adverse patient effects and no clinically significant delay. No additional information was provided.